Event description:
It was reported via documents provided by the legal department that this patient had a left hip total arthroplasty. The revision surgery was approximately 4 months after initial implant. The patient had to be revised with a two-component exchange of the acetabular liner and femoral head components. The patient continues to be limited in daily living, joint pain, joint swelling, stiffness, limited range of motion, and loss of mobility. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. Specific device information was not provided. H6. Investigation results - connexion gxl devices, all serial numbers are affected by recall. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral hip replacements. These devices are used for treatment not diagnosis.